Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: internal circuit is fractured based on the results of the investigation. A definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had an image with error during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields; - d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A definitive root cause could not be identified based on the results of the investigation; it is likely the following led to the malfunction: caused traced to component failure. Olympus will continue to monitor field performance for this device. This supplemental report is being submitted to provide the results of the final investigation.